Event description:
It was reported that the patient presented with chest pain upon sitting or standing. Migration of the ventricular lead was observed. The patient underwent open heart surgery and the lead was successfully repositioned. The lead was tested during surgery and found to function normally.

Manufacturer narrative:
No medwatch form was received.